Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii and ft4 IV assay on multiple roche analyzers and compared to the abbott architect method. The questionable results were reported outside of the laboratory. This medwatch will apply to the ft4 iii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 IV assay. The sample was initially tested with ft4 IV on the customer's cobas e 801 module on an unknown date. The sample was provided for investigation, where it was tested with the ft4 iii and ft4 IV assays on a second e 801 module on 29-may-2023. During investigations, the sample was also tested with the ft4 IV assay on a cobas e 411 analyzer. The sample was also repeated using the abbott architect ft4 method on 02-jun-2023. Refer to the attachment for all relevant test data. The serial number of the customer's e 801 analyzer was requested but not provided. The serial number of the e 801 analyzer used for investigation is 14d9-06. Ft4 iii reagent lot number 660689, with an expiration date of 30-sep-2023 was used on this analyzer.

Manufacturer narrative:
The investigation could not identify a product problem. From the information provided, a general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. H3 other text : na.